Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported by the customer: "patient operated on for left tibia fracture. Single-use distal locking drill broke inside the patient. Impossible to retrieve the piece."